Manufacturer narrative:
Addtional FDA product code is oct. Manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, lapvue10, was being used during a laparoscopic inguinal hernia repair and lysis of adhesions on (B)(6) 2021 when it was reported that "distal end of qtip broke off in patient." Further assessment questioning found that the tip fell off the device (detachment of component), it did not "break" off. The component was retrieved, and the procedure was completed as planned without any delay. There was no report of injury, medical intervention, or hospitalization for the patient. The patient was discharged to home after the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.